Event description:
The advocate stated her son's blood glucose readings were not all being stored in the memory of the contour next link.no adverse event alleged. Product was not replaced.

Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined.